Event description:
Customer reports: prior to use on a pt during pre-test a doctor confirmed the cuff would not deflate. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated with this report is currently in transit to the mfg site for analysis.